Event description:
It was reported that during an laparoscopic nephropexy procedure, the surgeon used the shear with the generator, after few minutes the white patch of the non active blade broke away, but didn`t fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.